Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy raw blisters on the patient's back and the patient reported shoulder pain and soreness. The patient reported having known skin sensitivities to nickel. The patient reported the shoulder pain could be related to arthritis or due to the disks in his neck that are disintegrating. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggesting putting something under the holster as padding to alleviate the shoulder pain. The patient reported the blisters were improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy raw blisters on the patient's back and the patient reported shoulder pain and soreness. The patient reported having known skin sensitivities to nickel. The patient reported the shoulder pain could be related to arthritis or due to the disks in his neck that are disintegrating. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggesting putting something under the holster as padding to alleviate the shoulder pain. The patient reported the blisters were improving. Supplemental report 9/9/2021: submitting report to correct section g4.